Event description:
A malfunction alarm labeled malf 16 was reported with no notable events occurring before the incident. Impact on the customer's blood glucose level was unknown as the customer declined to answer. The customer planned to use multiple daily injections (mdi) as a backup therapy and was instructed by technical support to put the pump into storage mode before returning it. They understood and acknowledged the instructions, and a pre-paid label was provided for returning the faulty pump within 10 days.